Event description:
It was reported that the pt was implanted on (B)(6) 2010. He experienced fever, nausea and vomiting at night and confusion in the morning. The pt was seen in the emergency room. Per the reporter, after discussion with the oncologist, it was decided to explant the pump. The pump was explanted on (B)(6) 2010. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).